Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. At time of MDR filing, it is unclear if event occurred during patient use.

Event description:
The hospital reported that the unit shutdown during a case resulting in the loss of mechanical ventilation. There was no report of patient injury.

Manufacturer narrative:
Block a: no patient information to date after calls to customer 12/08/20, 12/17/20, and 12/30/20. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The power cord was replaced to resolve the issue.